Manufacturer narrative:
Product event summary: (B)(4): performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Concomitant products: 6949 implantable defibrillation lead, (B)(6) 2006; 4194 implantable pacing lead, (B)(6) 2006.(B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately one month post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. Visual analysis only was performed.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.